Manufacturer narrative:
Product complaint # (B)(4). Batch # t5aj0y. Investigation summary: photo and videos received. Upon visual inspection of a photo and two videos, the following was observed: the photo shows a device from anvil area with the open jaws and a green reload loaded, partially fired and slot knife appears to be damaged (risen). The video 1 and 2 show a device from anvil area with the open jaws and a green reload loaded, partially fired and slot knife can be seen damaged (risen). Based on the photo and videos reviewed, the event describes are confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. It was reported that: difficult to fire, partial fire, damaged jaw, difficult to open. The analysis results found that one ec60a device was returned with the anvil bent upwards and with an ecr60g reload loaded on the device. The reload was received fully fired. Furthermore the anvil knife slot was noted to be damaged. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Additional information requested and received: what were the indications for surgery? Not reported. Was the device difficult to close? Not reported. Was the device difficult to fire? Yes. Did the surgeon require a 2nd hand to complete the firing sequence? Not reported. Does the surgeon wait 15 seconds prior to firing? Not reported. How was the device eventually removed? Not reported. How was the procedure completed? Not reported. Where was the tissue placed within the jaws during this firing? Not reported. What is the current patient status? The patient is stable and discharged.

Event description:
It was reported that during the thoracoscopic lobectomy, difficult to fire and could not fire farther after fired 1/2 when severing lung tissue on the 2nd firing and could not open the jaw. The laparoscopic surgery was converted to open surgery, opened the jaw manually with big force and noted the anvil was broken as the picture and video shows. Used suture to oversew. Operation time prolonged. The patient is stable and in the hospital now.